Manufacturer narrative:
(B)(4).

Event description:
It was reported during lead implantation, the stylet could not be withdrawn from the lead. It took more than usual time to take out and replace the lead. The patient outcome was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.